Event description:
A report was received that the patient experienced edema on the right side from the dura down through the lead during after undergoing a lead implant procedure. The patient then experienced slight confusion and speech issues. The patient was hospitalized for three days and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the lead db-2202-45 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced edema on the right side from the dura down through the lead during after undergoing a lead implant procedure. The patient then experienced slight confusion and speech issues. The patient was hospitalized for three days and was doing well postoperatively.